Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that while aspirating with the ars in the cath lab, air was aspirated into the syringe. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The report that air was aspirated into the syringe was confirmed. One arrow raulerson syringe (ars) / introducer needle assembly was returned. The ars and introducer needle appeared typical. The needle was attached firmly to the ars syringe. Water was aspirated into the assembly five times with air bubbles observed inside the syringe barrel each time. The needle was removed from the syringe. The luer taper at the tip of the syringe was found to be acceptable using the luer gage. Similarly, the luer taper of the needle hub passed luer gage testing. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not return to its original position. The ars failed vacuum leak testing. A review of the device history records did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.